Event description:
Per the clinic, the patient reported feedback with device use. The patient underwent a revision surgery (date not reported) under general anaesthesia, in order to convert from a subcutaneous baha implant system to a transcutaneous osia implant system. During the procedure, the baha implant magnet was removed and the osia implant was placed on the internal fixture.